Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the threshold rose after the tether of the delivery system was removed and high thresholds were observed. The leadless ipg was reprogrammed, inactivated and a second leadless ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, < model #: mc1avr1/ expiration date: 28-feb-2023 / serial#: (B)(4), UDI #: (B)(4)> returned to manufacturer: <no> dev rtn to MFR? <no> <device mfg date: 28-sep-2021> labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.